Event description:
It was reported that, on an unknown date, a spinning spiros closed male connector with red cap disconnected and caused a leak of chemo during patient infusion. The customer reported a complaint wherein the spinning spiros disconnected from the needle-free device. The reporter stated that "the incident is ¿patient attended for abraxene + gemcitabine treatment. If you follow the performa you had the anti-sickness ivi first, followed by abraxane (chemo) and the last place would be gemcitabine. In this performa, the line used for the infusion doesn't need to be changed. Anti-sickness ivi + abraxene treatment was given with no issues as performa. Gemcitabine on the other hand unable to finish. The chemotherapy line disconnected itself from the spinning spiros. The chemotherapy line was all good when the gemcitabine treatment started, it was all attached, and nothing was wrong. 6min after infusion started was still okay as a clinician checked the pump and the line (as we always do). After that, at some point (unable to know when as was on a break) line de-attach from the spinning spiro. Therefore, chemotherapy dropped on top of the patient+chair+ everywhere. The line was attached via port access at the beginning of the proforma. Line a as a flush line is not required to be changed as chemo is on line b. The bag in total of 213mls when started, when the clinician did the check 6 min later 166mls left at this point everything was intact with the line. The pump didn't alarm at any point as no occlusion had occurred, we noticed that the line was disconnected after the side port proximal to the port extension when the patient said he felt wet. Understanding of the lines: porth which was accessed with a 19x20needle with the blue pump on, then will be the spinning spiro, and after will be the line. When this situation happens the line de-attach from the spinning spiro + line side. The odd thing was spinning spiro was still attached to the port, dripping blood + the line was disconnected (which hadn't been manipulated since the beginning of the performa). There was patient involvement and patient harm reported.

Manufacturer narrative:
The complaint of disconnection / loose connection on item ch2000-c could not be confirmed by investigation. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined.